Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the trocar cannula tore when the surgeon introduced the device. There was no consequence to the pt.